Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data g1. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. This makes the heartbeat slowly or skip beats hinders the ability for the heart to pump blood effectively. Symptoms include dizziness, syncope, tiredness and shortness of breath. Pacemaker implantation is a common treatment. The reason for postoperative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. In addition, heart block can result from mechanical pressure from the device sewing ring against the conductive system. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Through review of medical article received from italy, "propensity score analysis of stented vs rapid deployment aortic bioprostheses in patients with small aortic annulus" the following events were identified as related to ew devices: 8 patients with 8300ab valves of unknown sizes (between 19 and 21) implanted in the aortic position underwent a post-operative permanent pacemaker implantation after an unknown implant duration.

Manufacturer narrative:
B3. Date of event: the date of the event is unknown; however, according to the article, the study period was from june 2016 to march 2022 . Thus, the last day of the reported study period (31 march, 2022) was used as the occurrence date. D6a. If implanted, give date: the implant date is only know as "from june 2016 to march 2022". Therefore, 21 mar 2022 is being used as implant date to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Cibin, g., d'onofrio, a., lombardi, v., bergonzoni, e., lorenzoni, g., gastino, e., evangelista, g., italiano, e. G., cao, I., gregori, d., tessari, c., & gerosa, g. (2025). Propensity score analysis of stented vs rapid deployment aortic bioprostheses in patients with small aortic annulus. Interactive cardiovascular and thoracic surgery. Https://doi.org/10.1093/icvts/ivaf241. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.